Event description:
It was reported in a clinical study that the patient had an initial left total hip arthroplasty. Throughout the post-operative phase, at the two-year follow-up, left leg shortening was noted with moderate pain. At the 7-year follow-up, radiographic imaging displayed femoral radiolucency suggestive of loosening. No intervention has been reported at this time. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Bioloxâ® delta ceramic taper liner, size jj / 36 i.d. For use with 54 mm o.d. Size jj shell item# 00877501136 lot# 2531986. 54mm o.d. Size jj porous uncemented with cluster holes shell use with jj liners item# 00875705401 lot# 61675392. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 extended offset item# 00771101020 lot# 61459762. E1 - address - line 1: (B)(6). G2. Report source: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: left leg short on the initial follow up and the 2-year follow up. Legs found equal in 3-year and 7-year follow-ups. Moderate pain found in 1 and 2-year follow-ups. No pain found in 7-year follow-up. Slight pain in 10-year follow-up. Radiolucency suggestive of femoral loosening found in 7-year follow-up. Based on the available information, the reported event can be confirmed. Correspondence was received stating that the research radiographer has looked at the xray reports with the following observations being noted: "bilateral hip replacements noted, no radiological complications seen." Additionally, the participant has had ongoing problems with the right knee/spinal stenosis, and it was suggested a change in gait may have contributed to the participants ongoing pain, and the participant was referred for physiotherapy. No medical interventions in relation to the bilateral hip replacements was performed. However, a definitive root cause for the reported issue could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.